Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The physician alleges that post esophageal stent deployment; a patient had expired. The physician states that the esophageal stent was successfully deployed to seal a 4cm long benign refractory stricture at 28 cm from the incisors. After multiple dilatations the esophageal stent was sutured in place using an endoscopic stitching device. The stent was in place for 6 weeks without complications when the patient presented with food and pill impaction. The impaction was removed, and stent was left in place. Seven to eight weeks later the patient presented with hypertension and hematemesis. The physician states that within six hours of arriving at the hospital the patient expired.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned, the investigation will be reopened.